Event description:
While using the lap (laparoscopic) mode, the tubing set couldn't be closed completely by the suction pinch valve and slight evacuation happened even when releasing the footswitch. Hence, pneumoperitoneum could not be maintained. It was reported that the customer was setting the tubing set correctly to the pinch valve. It was also confirmed that the console had no errors. The customer stated that it seemed that the tube was too stiff to close completely by the pinch valve,. The customer could not use the lap mode during the procedure. There was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.